Event description:
There was an allegation of questionable hdlc3 hdl-cholesterol plus 3rd generation results for 1 patient sample on a cobas 8000 c702 module. The initial hdlc3 result was 0.01 mmol/l. The customer questioned the low result and repeated it. The repeat result was 0.01 mmol/l. The sample was repeated again on another c702 analyzer and the result was 1.03 mmol/l. This result was deemed correct. No questionable results were reported outside of the laboratory. The reagent lot number is 698816. The expiration date was requested but not provided.

Manufacturer narrative:
The field service engineer (fse) checked the sample tube, the sample and reagent probes, found the gear pump pressure was low, and performed a hardware check successfully. The root cause of the event was found to be consistent with a contaminated sample probe due to insufficient daily probe cleaning. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.